Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly in use when a patient expired. The ventilator was returned to the manufacturer for evaluation. The device was evaluated by the manufacturer and was found to operate and alarm as designed. The device passed all testing. No malfunctions or deficiencies that would impact device performance were observed. The device's downloaded event logs and patient data logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. The patient data logs include waveform analysis graphs, patterns of usage, device settings and alarm settings. No errors were observed in the device event log that would indicate a malfunction or failure to deliver therapy occurred. A high number of err_patient_disconnect_alarm (patient circuit disconnect alarm) entries were observed in the device event log beginning on (B)(6) 2016 and continuing through (B)(6) 2016. At times the alarms were nearly constant with sporadic acknowledgement of the alarms indicated by alarm reset/silence keypresses. On (B)(6) 2016 at 23:19:06 utc patient circuit disconnect and low peak inspiratory pressure alarms were acknowledged when the alarm reset/silence key was pressed, this is the entry at the bottom of the above table. On (B)(6) 2016 at 23:20:07 utc a low peak inspiratory peak pressure alarm occurred followed by a patient circuit disconnect alarm. These alarms were not acknowledged, but appear to have corrected as the alarms abated after 30 seconds. On (B)(6) 2016 from 0:07:14 utc to 1:53:31 utc 20 patient circuit disconnect alarms occurred. These alarms were not acknowledged. A patient circuit disconnect alarm occurred at 1:52:41 utc and was acknowledged at 1:53:31 utc as indicated by an alarm reset/silence keypress. Following the alarm reset/silence keypress, the device logged an additional 55 patient circuit disconnect alarms between 1:54:15 utc and 6:07:41 utc. None of these alarms were acknowledged with the longest in duration beginning at 3:56:56 utc and alarming for 6764 seconds, approximately 112 minutes. The device was then manually powered off using the proper sequence of keypresses at 6:09:50 utc and ac power was disconnected from the device at 6:16:54 utc. The patient data waveform graphs indicate a significant increase in measured leak and flow and a significant decrease in breaths per minute and tidal volume (vte) occurred from approximately 04:20:00 utc to 06:00:00 utc. This data is consistent with a patient circuit disconnect or large leak condition as indicated in the device event logs. The manufacturer concludes the device operated and alarmed as designed. No malfunctions or deficiencies which would affect device performance were observed. Correction to section, the correct address is: (B)(6).